Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead became dislodged, which was confirmed via fluoroscopy. The lead had fallen from the atrium into the right ventricle. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.2 cm. Analysis was normal. No anomalies were found.